Event description:
It was reported that the insulin pump alarmed no delivery during manual priming. The customer's blood glucose was 118 mg/dl. At the time of the phone call troubleshooting was not performed because the customer stated that the issue was resolved by changing the infusion set and the reservoir. The customer stated the same issue had occurred a month prior to the phone call, and again, was by changing the infusion set and the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.